Manufacturer narrative:
The pump passed the self test and unexpected restart error test. No external ram error alarms, displayable history check failed on start-up alarms, or unexpected restart alarm noted during testing, however, the displayable history check failed on start-up alarm was found in the alarm history file due to a corrupted history file. There was no cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer also had external ram error alarms and 3 displayable history check failed on start-up alarms in the alarm history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.